Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been having difficulty with bent cannulas and recently had blood glucose levels around 500 mg/dl. The customer also reported that she had received a no delivery alarm. Blood glucose level at the time of the call was 247 mg/dl. The insulin pump was not replaced or returned for analysis.